Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 480 mg/dl at the time of incident. Customer already treated with manual correction. Customer stated that the blood glucose value was high because of the repeated insulin flow blocked. Customer stated that the insulin did not exit at the quick release or fill tubing and insulin pump alarmed insulin flow blocked. Customer was advised to disconnect with insulin pump. The device will return for the analysis.